Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021, with blood glucose of above 300 mg/dl. Customer current blood glucose was 103 mg/dl. Customer was feeling sick and unwell and was treated with intravenous insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.